Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings: on investigation, the alleged button tactile issue was duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was intact while the ¿up¿ arrow button responded intermittently. Removal of the keypad cover found contamination under the ¿up¿ button contact.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the 'up' arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.